Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: as reported by the sales rep, a mynxgrip vascular closure device (vcd) was inserted into a non-cordis sheath, the balloon was blown up and the first piece was slid down into the sheath. Upon sliding the sheath back, the part that is used to tamp down the plug was not there. The balloon was deflated and manual pressure was held. An antegrade approach was used for the procedure. The user was trained by the sales rep and has used the device successfully many times. There was nothing unusual with the provider's deployment technique. A photograph of the mynxgrip vcd 6f/7f was received showing that the shuttle cartridge was disengaged from the handle and the advancer tube was exposed. The syringe was connected to the device in vacuum lock position. No obvious anomalies can be seen from the photograph and without return of a device, a physical investigation was not possible and the probable cause of the reported complaint could not be determined. A review of the manufacturing documentation associated with lot presented no issues during the manufacturing process that can be related to the reported event. The failure reported as ¿failure to deploy¿ was not confirmed since the device was not returned and a physical investigation could not be performed. The exact cause of the reported failure experienced by the customer could not be determined. Mynx instructions for use (IFU), instructs the user to ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. Neither the device history record (DHR) review nor the photograph analysis suggests that the failure experienced by the customer is related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.

Event description:
As reported by the sales rep, a mynxgrip vascular closure device (vcd) was inserted into a non-cordis sheath, the balloon was blown up and the first piece was slid down into the sheath. Upon sliding the sheath back, the part that is used to tamp down the plug was not there. The balloon was deflated and manual pressure was held. An antegrade approach was used for the procedure. The user was trained by the sales rep and has used the device successfully many times. There was nothing unusual with the provider's deployment technique.